Manufacturer narrative:
(B)(4).

Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 and reported an alleged possible detached sensor wire. Patient's parent confirmed that there was no wire visible in the patient's skin. Patient's father stated "there is a raised bump where sensor was, no wiring showing, no pain." Patient's parents did not report any medical intervention at the time of contact with dexcom technical support.